Manufacturer narrative:
Device evaluation summary: one photo showing a section of the screw gear and external slider was received. The external is in the back position with flash visible on some screw gear threads. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the reported deployment difficulties could not be assessed on the films provided. Therefore, the cause of the event could not be determined. Procedural angiograms showing deployment of the device were not received. And post-implant CT¿s were not provided for improved analysis of the stent graft positioning and patient anatomy. It is possible that the sharp angulation in the aortic arch may have been a contributory factor in the reported difficulties with deploying the device. Analysis of the returned video, and still image did not reveal any obvious out of specification stent graft integrity issues, but a device issue cannot be ruled out as a potential cause. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: it was confirmed that non-mdt embolic coils were implanted after the stent graft was completely deployed for the repair of an internal endoleak. It is possible that the embolization coils were related to the cardiac tamponade. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was implanted in the endovascular treatment of a 45mm thoracic aortic aneurysm. It was reported that during the index procedure, deployment difficulties were encountered. After the delivery system reached the targeted position, the blue handle was slowly rotated. After 2 sections of the stents were deployed, the blue handle continued to be rotated and it was found that the handle screw gear seemed to be loose and made an unusual noise. The physician chose to press the trigger for a quick deployment but felt a lot of resistance. The stent graft eventually deployed with a lot of effort needed due to the resistance. After the deployment, the patient experienced a drop in blood pressure and cardiac tamponade was diagnosed. Attempts were made to resuscitate the patient but they subsequently expired. As per the physician the cause of the event can not be determined. No additional clinical sequelae were provided and the patient is expired.